Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system leaked due to a crack in the tubing near the adapter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 7177637 was reviewed, no related abnormalities were found. Material number 38333 for lot 7177637 was manufactured on 06/30/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections,. Additionally a photograph was provided for the purpose of aiding our quality engineer's investigation, bd investigators noted that the photo shows the reported failure mode but was not clear enough for them to observe any damage that would have lead to leaking of the device. Without the ability to physically evaluate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that a bd saf-t-intima¿ IV catheter safety system leaked due to a crack in the tubing near the adapter. There was no report of exposure, serious injury or medical intervention.